Event description:
Per the user facility, the circulating nurse closed the case before performing her final sponge count. Since it was a hip procedure, x ray was called into the room to scan the patient when the sponge was found. An additional procedure was performed to remove the sponge. The additional procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6. Correction: follow-up report submitted to document the device log files and device were not available for evaluation.

Event description:
Per the user facility, the circulating nurse closed the case before performing her final sponge count. Since it was a hip procedure, x ray was called into the room to scan the patient when the sponge was found. An additional procedure was performed to remove the sponge. Per additional information, the device was not used to count the sponges out. The user facility has no further information on the reported event. The additional procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.